Event description:
The manufacturer service technician reported that the housing's weld was compromised during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.